Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6 : proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). 010000665. Pps ltd acet shell 56f lot number: 7274548. 30123606. 36mm i.d. Size f high wall liner lot number: 65588037. 802203603. Femoral head 12/14 taper 36 mm diameter +3.5 mm neck length lot number 3120484. Foreign: denmark. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00359. 0001822565 - 2023 - 00360. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device remains implanted.

Event description:
It was reported that the patient had an intra-operatively induced fracture of the femur that likely occurred during implantation of the femoral stem. The anterior calcar fracture was discovered intra-operatively and treated right away with a cerclage wire. The distal periprosthetic femoral fracture (fracture number 2) was discovered on post-operative x-ray, which was taken on the day of surgery. The distal periprosthetic femoral fracture was treated conservatively (no weight bearing for 6 weeks) there were no contributing factors. No additional information was available at the time of this report.